Event description:
It was reported that the customer inadvertently delivered a bolus of 15 units instead of 0.15 units. The customer consumed carbohydrates to counter the over delivery of insulin. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.